Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly had difficulty retracting and got stuck inside the sheath. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly had difficulty retracting and got stuck inside the sheath. It was further reported that the balloon allegedly detached from the catheter shaft. The balloon and sheath were removed as a single unit. The procedure was concluded with no further treatment. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the balloon to be fully detached and partially inverted, indicating retraction issues. Additionally, the inner guidewire lumen was slightly stretched distally. Therefore, the investigation is confirmed for balloon detachment as well as for retraction issues. However, the investigation is inconclusive for the reported balloon rupture as the balloon was returned detached; no obvious signs of balloon rupture were noted to the detached balloon. It is likely that the balloon detachment resulted in the retraction issues through the sheath. However, the definitive root cause for the identified balloon detachment or reported balloon rupture could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.